Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 24 mg/dl. The customer's current blood glucose was 150 mg/dl. The customer treated with food. Customer states the drive support cap appears normal. Customer reports they did not allege insulin pump was over delivering. The product was not returned for analysis.